Event description:
It was reported that during a laser lithotripsy procedure, the fiber tip was broken. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during a laser lithotripsy procedure, the fiber tip was broken. The procedure was completed using another of the same device. There were no patient complications.